Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. The problem of the suture pulling off the needle happened when sewing during the surgery. The needle did not fall into the patient. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with the suture outside its packaging was returned for analysis. Product code vcp493h. In addition, a photo was provided, and it showed one foil inside a plastic bag, one empty labeled winding former and one suture piece. The visual assessment of the returned samples shows that the needle was not returned for evaluation. The suture was examined, and the extremes were noted appears to be broken. In addition, body fluids were found on the strand. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.